Event description:
Customer reported feeling disoriented when she tested 71 mg/dl on the aviva system. Paramedics were called and arrived approximately 10 minutes later and obtained an unspecified result on the professional meter. Customer was treated with an IV containing "sugar." 5 hours later customer tested 173 mg/dl on professional meter and low blood glucose symptoms improved. On a different date the customer reported feeling disoriented when she tested 71 mg/dl on the aviva system. Paramedics were called customer was treated with an IV containing "sugar." It is not known if paramedics tested the customer with the professional device. 5 hours later customer tested 173 mg/dl on professional meter and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.